Manufacturer narrative:
The customer was unable to provide the lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. The device was discarded by the user. The complainant is unable to provide a lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. An evaluation cannot be performed and a cause for the reported leakage cannot be determined. No clinical injury to pt.

Event description:
The nurse stated that the pt said, the pt heard a pop a couple of hours into the infusion. The pt noticed fluid running out of the side of the filter. The tpn was infusing at 333.3ml/hr. The pt discarded the set and it is not being returned. The lot number was unk. There was no pt injury.